Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to clinic with low mean arterial pressures and low flow alarms. Log files were submitted for review and captured low flow events on (B)(6) 2026. There were also several low flow flags that did not persist long enough to trigger low flow alarms. These occurred at times when the pulsatility index (pi) was elevated. Additional log files were submitted on (B)(6) 2026 suggestive of hypervolemia or hypertension, or right ventricular failure. The log file captured low flow events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pi was dynamic and elevated. The low flow readings did not appear to be the result of any external equipment malfunction.